Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 157 mg/dl. The mother stated that the pump would not turn on. The mother stated that she is not around the pump to troubleshoot. The mother also stated that the son was hospitalized for 3 days. The customer will call back tomorrow.